Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization to the internal carotid artery (ica), an orbit galaxy coil (640cr0830, 31041177) became impeded at the proximal end of the microcatheter (mc) and could not advance any more. The physician retracted the coil and then delivered the coil in the microcatheter again, but the coil was impeded again. The physician retracted and removed the coil and replaced it with a new coil to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 03-jun-2024 indicated that the microcatheter was a prowler select plus. Damage occurred intraoperatively and tip was bunched and stuck with stent. There was nothing noted to be obstructing the microcatheter. A continuous flush was maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a coil embolization to the internal carotid artery (ica), an orbit galaxy coil (640cr0830, 31041177) became impeded at the proximal end of the microcatheter (mc) and could not advance any more. The physician retracted the coil and then delivered the coil in the microcatheter again, but the coil was impeded again. The physician retracted and removed the coil and replaced it with a new coil to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 03-jun-2024 indicated that the microcatheter was a prowler select plus. Damage occurred intraoperatively and tip was bunched and stuck with stent. There was nothing noted to be obstructing the microcatheter. A continuous flush was maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. A non-sterile orbit galaxy coil was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the distal end of the hypo-tube was found kinked. The device was inspected under magnification, and it was found that the coil was found to be in good condition (i.e., no kink, stretched or with non-concentric loops) and was noted to be still attached to the delivery system. No damages were noted on the distal end of the coil. A manufacturing record evaluation was performed for the finished device 31041177 number, and no non-conformances related to the malfunction were identified. The issues documented in the complaint that the coil became impeded in the proximal section of the microcatheter and bunched and stuck with the stent could not be evaluated through a proper functional test since the kinked condition noted on the hypo-tube prevent the ability to move the coil. This condition was not originally reported; however, it is suggested that it could have appeared during the handling of the device during the withdrawal and re-insertion of the device. According to the risk documentation, delivery tube / embolic coil not pushing through the microcatheter is a potential issue that can occur during coil placement due to: 1) excessively tortuous anatomy; or 2) clot formation in the microcatheter. With the limited information available, the root cause remains speculative, however, there is no indication that the issues encountered during the procedure are a result of a defect inherently related to the device. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following precaution: ¿ if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.